Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not booting up and was stuck on blue screen. A field service engineer found that the station was stuck on the basic input output system login screen. The station was powered off, and the serial sata (serial advanced technology attachment) cable was replaced. After rebooting the station multiple times, the medical application loaded properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not booting up and was stuck on blue screen. The customer tried to reboot the station, but issue was not resolved. However, there were no delay and adverse events or injuries reported based on this event.